Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported the patient tripped and fell in 2016. It was noted that the implantable neurostimulator was coming out of the back, sticks out, and pokes her. She was catching it on things and she needed to know if she needs a surgery to fix the implantable neurostimulator. The patient stated that she has needed an adjustment for over a year. When she leaves therapy on for a long period of time, it makes her nerve sore from the hip down. This had been occurring for the last 6-7 months. The patient has an appointment scheduled with her health care provider for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient was feeling stimulation in her ribs and upper back when she turns on her device. This was not previously happening before. The patient attributed the fall as an external factors that may have led to the stimulation in the ribs and upper back. An impedance check was performed and all electrodes were within normal range. The manufacturer representative had also mapped out the electrodes to see where she was getting stimulation, and at each point, she was feeling upper back and rib stimulation. The manufacturer representative was able to create a new program for the patient to give her more relief that had minimal upper back and rib stimulation. The health care provider was informed and they were going to assess with an x-ray image to see if the leads have migrated from before. The issue was not resolved at the time of the report. No surgical intervention had occurred at the time that the additional information was received; however it was unknown if a surgical intervention was planned. The patient¿s status at the time of the report was alive with no injury. No further complications were reported or anticipated.